Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient experienced inappropriate high voltage therapy for atrial fibrillation with rapid ventricular response. Upon investigation, it was noted that the device behaved as it was programmed. No further information is available at this time.